Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the reservoir had an occlusion. The blood glucose reading was 500 mg/dl. The customer's mother stated that she had changed out her daughter's infusion set and that the infusion set was occluded. She stated that she pushed the plunger, and the insulin was able to exit the tubing. She reported that it took a minute or two for the insulin to exit the tubing. Nothing further reported.